Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to another device. The reporter claimed obtaining blood glucose meter readings of "136, 152, 130, and 140 mg/dl" with the subject meter and "90/95 mg/dl" on another device, performed within 30 minutes of each other. The reporter also stated that the subject meter read inaccurately high compared to a laboratory device; however, did not recall the result obtained on the lab device. This complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.